Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The failure to deploy was not confirmed as the stent was already fully deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 7.0 x 100mm absolute pro stent failed to deploy. The stent could not be visualized on angiography and was later found to be still on the delivery system. No patient injury was reported. No additional information was provided. Returned device analysis revealed that stent implant was not returned with the delivery system. It could not be confirmed if the stent was intentionally deployed or prematurely deployed outside the patient anatomy.